Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the tubing reportedly leaked from an unspecified location. It was reported that blood backed up from the IV site and leaked onto the bed. The amount of blood loss was reported as "small." The tubing and solution container were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l information was provided.

Manufacturer narrative:
The lot number of the device that was in use is unk. A device from one of two possible lot numbers 490714w and 432044w was received. Investigation is not complete.